Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) the xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with heavy tortuosity, mild calcification and 95% stenosis. After pre-dilating the lesion with 2x8mm balloon catheter a 3.5x15mm xience pro rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. An edge dissection was noted. Another xience pro stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.